Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint #: (B)(4). Us FDA MDR determination: no patient harm is currently indicated as a result of the implants sitting proud. If follow-up is received, then the determinations will be revisited. Two unknown stems will be reported as per discussion with analysts, the stems are the most likely source of the final implants sitting proud secondary to the press-fit issue the surgeon refers to. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of the implants, the tibial tray and the femoral component did not fully seat. The trials set fully, and the surgeon over reamed the canals by 1mm, to an odd number to lessen the press fit of the stems. The surgeon did use fully porous sleeves due to bone loss. The tibia sat up 1-2mm, and the femur sat 1-2mm proud too. This created a gap balance mismatch because the femur did not fully seat. The press fit of these constructs is too much.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture prolonged surgery and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code for injury and surgical intervention.

Event description:
Update 21 feb 2020: removed surgical intervention and bone injury as patient codes.